Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the supera stent was implanted in the left superficial femoral artery (sfa) in 2015. On (B)(6) 2017; the patient returned for a follow up visit due to experiencing claudication. Angiography was performed and it was noted that the stent had a small segment that was elongated and twisted. Additionally, in-stent restenosis was observed. Atherectomy was performed as well as aggressive balloon dilatations; however, the stent recoiled to the twisted shape. The patient is stable and is no longer symptomatic; therefore, no additional intervention was performed. However, if the patient becomes symptomatic in the future, bypass surgery will likely be performed. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number was not provided. The device was not returned for analysis. Cine images were returned and reviewed by an abbott vascular senior coordinator clinical research: the report indicates that a small segment of the supera stent was elongated and twisted which is visible in the two images provided for review. Stent elongation can give the appearance of a twist when it is just an elongated and suboptimal stent pattern. The lot history record (lhr) for this product could not be reviewed and a similar incident query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effects of restenosis and claudication are listed in the supera instructions for use as known potential patient effects associated with use of the device. A conclusive cause for the reported stent elongation, twisting and stenosis and claudication could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.